Event description:
The patient reported she had an instance where she was leaking. The patient stated she checked the ins with the patient programmer and it said it was off. Patient stated this happened 1 1/2 years ago. Patient stated she never turned it off. Patient stated this happened again on (B)(6) 2016. Patient stated she started "flooding" and when she got home and checked it the programmer showed it was off. Patient stated she had a bad fall and broke her arm on (B)(6) 2016. Patient stated she has had her device checked since then. It was noted that the fall could be related to the issue. Patient stated she was on imipramine antidepressant to help with the leaking. Patient stated she became hypertensive with it so as of (B)(6) 2016 she's started taking ¿merobetrics¿ after seeing her primary care physician (pcp). Patient stated her blood pressure has risen. Patient also mentioned she's had 4 surgeries since in the past 2 1/2 years but none related to the interstim system. Patient stated she's been disabled since 2013. Patient stated she was on 2.7v and has had to increase it to 3.7v due to these leaking issues. Patient stated she still leaks occasionally since she¿s gotten the device as well. Patient confirmed she was pressing either sync or stim on key when checking device. Additional information reported about 2 weeks later that patient had strengthened the power on the machine, tried medications (rx) with only minimal improvement. She was considering collagen and other sling, before consideration of above options, picked up c-pad on the day of this call to see if she would wake up less often. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.